Manufacturer narrative:
Concomitant medical products: 694765 lead, implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right atrial (ra) lead exhibited undersensing at times during atrial arrhythmias. The ra lead remains in use. No patient complications have been reported as a result of this event.